Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had auto mode issues and alarmed stuck button. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was 113 mg/dl at the time of the incident. Customer stated that they did not press the button down for three minutes or longer. The customer also stated that the insulin pump was not exposed to a change in altitude. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Auto mode feature activated properly. Monitored with no unexpected auto mode anomalies, calibration anomalies, calibration now messages or enter blood glucose messages noted. No stuck button alarms noted during testing. All buttons function properly; no damage to keypad traces and connector on printed circuit board was not unlocked during visual inspection. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, and slightly peeling end cap address label.